Event description:
A pt was implanted with solid fusion from l5-s1 on (B)(6) 2010. Pt developed adjacent level disc disease at l4-l5 and was returned to the operating room on (B)(6) 2012 where surgeon removed pangea screws at l5 and both rods. Surgeon placed uss dual opening screws at l4 and l5, performed interbody fusion with t-plif spacers, implanted new rods, and connected with uss donut and collars at l4 and l5, and pangea locking caps at s1. This report is #8 of 10 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Mfg records could not be reviewed w/o a lot number.